Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced persistent hyperglycemia around 400 mg/dl after changing pump supplies, with insulin depleting rapidly and no glucose improvement; subsequent checks showed insulin pooled inside the pump chamber due to leakage from the reservoir, and replacing with a cartridge from a different box restored normal operation and glucose began trending down. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed a leakage associated with the reservoir component, consistent with a leak/splash device problem and a seal leakage finding. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.